Manufacturer narrative:
Section e: this event was reported by the sales representative. The healthcare facility is: (B)(6) hospital. (B)(6). Phone: (B)(6). Block h6: imdrf device code a051201 captures the reportable event of cutting wire anchor dislodged.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the device was inserted through the scope. When attempting to bow the device, the cutting wire of the autotome rx 44 "snapped" and would not bow. It was reported that the cutting wire was intact; however, the cutting wire anchor was dislodged. Additionally, no part of the cutting wire detached and fell into the patient. The device was pulled out from the scope and the procedure was completed with another of the same device. There were no patient complications reported as a result of this event.